Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported during a blood infusion that the tubing leaked on the telemetry unit. The tubing was discarded by the staff after the leak and it is unknown if the leak occurred before, during or after use. It is unknown if the patient and/or staff were exposed to the blood after the leak. No patient harm occurred.

Manufacturer narrative:
The report of a blood leak was neither confirmed nor replicated. The suspect set was discarded and was not available for investigation. Physical inspection showed no anomalies on the received pump module. The pcu event log shows an infusion of prbc (drugid 264) was programmed to infuse at a rate of 999ml/hr at 6:13 am on (B)(6) 2020. The infusion ran at various rates (100ml/hr and 120ml/hr) until 10:13 am when the device was channeled off. A review of the device error logs found no errors during the time period of the reported event. Functional testing was not performed since the complaint was for a blood leak. The root cause of the reported blood leak was not identified.

Event description:
It was reported during a blood infusion that the tubing leaked on the telemetry unit. The tubing was discarded by the staff after the leak and it is unknown if the leak occurred before, during or after use. It is unknown if the patient and/or staff were exposed to the blood after the leak. It was further confirmed during follow up that patient care was not delayed and that this event did not contribute to, or result in a serious adverse impact to patient. However; it was also noted that there was no patient involvement associated with this event.